Event description:
Customer reportedly obtained a result of 220 mg/dl on the advantage system and 70 mg/dl on a professional device within 10 minutes. No action taken based on device result. No adverse event reported due to these results. Requested return of suspect system and replacement was sent.